Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the caller was told that the patient¿s device was not working, but no other details were known. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that their ins battery dead 5 years ago. Patient could not provide specific when the device not working stated but is planning to have a procedure to take it out. No further complications noted or anticipated.